Event description:
This is report 3 of 3 for this peritonitis event. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient went to the emergency room but was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (route, dose, and frequency not reported) for the peritonitis. The patient recovered from the peritonitis and pd therapy was ongoing.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers, h12g23052, h12j03034, and h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).